Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hepatectomy, after stapling the liver parenchyma, the blade would not return, jaws locked on tissue and would not open. The liver parenchyma was re-resected more centrally, and the blood vessel was ligated for hemostasis. The surgical time extended 30 minutes or more due to the product problem. The doctor in charge destroyed the cartridge to investigate the cause, and checked whether or not there was any foreign material, etc. Clamped.